Event description:
It was reported that two ventricular tachycardia episodes were misdiagnosed as svts due to the settings of the discriminators. The tachycardia episodes returned back to normal without incident. The patient was mildly symptomatic during the episodes. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.